Event description:
This lead was explanted due to loss of capture and sensing. This pt is in chronic afib, so the physician chose not to replace this lead. Should add'l info become available, this file will be updated.